Event description:
It was reported by service report that the cot had cracked base spacers, a bent and cracked fowler bracket, the lock tube assembly failed missing springs and worn j slot bushings. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Base spacers, fowler bracket, lock tube assembly and j slot bushings. The unit was not repaired but was removed from service.